Event description:
The patient claimed that the bolus button does not work, even after several presses. The keypad is reportedly intact . There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. Confirmed the bolus button is not responding to button presses. Bolus button cover was removed to investigate and it was noted that the internal plug is missing. Testing confirmed all buttons on the keypad are responsive to button presses and are functional. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts and no issues found.